Manufacturer narrative:
(B)(4). Additional manufacturer narrative: structural valve deterioration can encompass multiple failure modes including calcification. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to confirm the clinical observation. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that approximately fifteen (15) years post-implantation of this 25mm bioprosthetic aortic heart valve, a 26mm transcatheter valve was successfully implanted (valve-in-valve) due to structural valve deterioration secondary to calcification. The patient was listed as stable, post-operatively.

Manufacturer narrative:
Additional manufacturer narrative: based on the information received patient factors such as known medical history and progression of valvular disease likely led to the event.

Event description:
Patient also underwent valve-in-valve procedure due to aortic insufficiency, thickened leaflets, and motion restricted leaflets.

Manufacturer narrative:
Based on the information received patient factors and progression of valvular disease likely led to the event.

Event description:
Patient underwent transcatheter valve-in-valve intervention due to severe aortic stenosis. The patient tolerated the procedure well and was taken to cvr unit in stable condition.